Event description:
It was reported that the ht70 ventilator was shutting down by itself. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the ht70 ventilator was shutting down by itself. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and found that the unit was not powering on. The sp replaced the control board to solve the issue. The device passed all the required calibrations and tests as per the manufacturer specifications at the time of service. One control board was returned to medtronic for further analysis. The visual inspection identified a damage to c92 capacitor consistent with shorting. If a failure of the c92 capacitor occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to a damaged c92 capacitor on the control board. Analysis determined that the control board serial number was prior to the implementation of a change to address c92 failures. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.